Event description:
A memory lens implanted in a pt's right eye in 2000 was diagnosed in 2003 as opacified. Visual acuity reported as 20/40 od at 2003 visit. Yag treatment performed 3 weeks later. Iol reported as having light haze, visual acuity reported as 20/25 and prognosis indicated as poor. The next eval is scheduled in 6 months. No further info is available at this time.